Event description:
Received a voluntary report no: mw5039118. The patient reported had micl implantable collamer lens implanted in both eyes in mid 2012. The patient was having problems with her vision (cloudy/blurry) and was told cataracts were developing in both eyes. The patient eventually had both lenses explanted, one lens in (B)(6), 2014 and the other lens in (B)(6), 2015. The cataracts were removed and iols were implanted. The patient's current vision in both eyes is 20/20 and 20/30. The patient was unable to provide any additional information. This report is for the patient's left eye (os).

Manufacturer narrative:
Per medical review - micl directions for use (dfu) state that the visian icl is indicated for adults 21-45years. The dfu further states that the relationship between the micl and future lens opacities is yet undetermined. Cataracts are known to occur with greater frequency in diabetics, patients with certain other systemic disorders, in myopes, and with increasing age. The micl was used off-label for this patient, and there is insufficient information to determine if the development of cataracts was device-related. Based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). (Other): lens not returned. (B)(4)..